Event description:
The pacemaker was implanted on (B)(6) 2014 and connected to the already implanted leads. Reportedly, during a standard follow-up performed on (B)(6) 2021, a message stating that aida device memory was not activated was displayed while the interrogation session was loading. The aida memories could not be displayed.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The pacemaker was implanted on (B)(6) 2014 and connected to the already implanted leads. Reportedly, during a standard follow-up performed on (B)(6) 2021, a message stating that aida device memory was not activated was displayed while the interrogation session was loading. The aida memories could not be displayed.